Event description:
During an in clinic follow up, oversensing due to noise resulting in pacing inhibition was noted on the right ventricular (rv) lead. Provocative testing was performed and no anomalies were noted. Technical support was contacted and recommended reprogramming to resolve the event. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.